Event description:
Healthcare professional reported through clinical study follow-up that approx. 96 months post implant the valve was removed due to primary tissue failure. This is the same pt as report# 2025587-1997-00060.